Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the pt received more medication than intended. At 1800, the pump was programmed to deliver 450ml of parenteral alimentation at an unspecified rate for a duration of 24 hours and the delivery was started. No further programming parameters were provided. At 2100, it was noted that the container was empty. At that time, the pt's blood glucose level was reportedly "700mg." At an unspecified time later, the pt was treated with an unspecified dose of 10% dextrose. There were no reported adverse pt sequelae. The device was removed from clinical service. Though requested, no add'l info was provided.